Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for single leaflet device attachment (slda) from this lot. Based on the available information, the reported slda was due to challenging anatomy. The reported worsening mitral regurgitation (mr) was a cascading effect of the reported slda. The reported dyspnea (shortness of breath) was a cascading effect of the worsening mr. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed for (single leaflet device attachment),worsening mitral regurgitation, medical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted small cardiac chambers and pre-existing chordal rupture. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1. On (B)(6) 2020, the patient re-admitted for shortness of breath. Imaging showed the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), worsening mr to 4. The shortness of breath was treated with oxygen. On (B)(6) 2020, the patient was underwent a second mitraclip procedure. An additional clip was deployed to stabilize the slda and reduce mr. One clip was implanted, reducing mr to 2. There was no reported clinically significant delay in the procedure. No additional information was provided.